Manufacturer narrative:
(B)(4). Batch # r5701h. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that could not pull knife reverse button. During the endoscopic left lobe excision of left lung, after fired with ecr60w, could not return the blade, could not pull the knife reverse button. As the tissue was cut off, so could remove out the device. After surgery, the surgeon tried again, could pull the knife reverse button. The surgeon wants to know why during the surgery, could not pull the knife reverse button. There were no adverse consequences to the patient.